Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -14.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as unknown.